Event description:
Ti was reported that during an unknown procedure the ligaclip appliers malfunctioned. The device does not hold or form clips completely . The case was completed with a like device with no patient consequence.